Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ syringes packaging seals tore due to poor perforation when they were separated. The following information was provided by the initial reporter: "seal on individual syringes tear as syringes are separated."

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2108064, no deviations or non-conformances related to this issue were identified during the manufacturing process. As no samples were available, ten retained samples of lot 2108064 were used for additional evaluation. All retained samples were visually inspected, no damage was observed in the sealing cord or unit packaging. Blisters were separated from each other, no damage or tearing occurred. Testing is performed during manufacturing to verify the sealing resistance, all results were reviewed for the reported lot and verified the machine and packaging was within required limits. Based on the available information, a root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ syringes packaging seals tore due to poor perforation when they were separated. The following information was provided by the initial reporter: "seal on individual syringes tear as syringes are separated."